Event description:
On (B)(6) 2009, this patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The preoperative aneurysm size was 90mm. The distal neck length was 1cm. On (B)(6) 2009, follow-up computed tomographic imaging showed a distal type 1 endoleak. The physician determined to monitor the patient, and the patient was discharged on (B)(6) 2009. On (B)(6) 2010, at three-month follow-up the aneurysm size was 84mm. On (B)(6) 2010, at one-year follow-up exam, the distal type 1 endoleak was seen again on imaging. The aneurysm size was 60mm. On (B)(6) 2011, this patient was implanted with a talent stent graft to treat the distal type 1 endoleak. The patient tolerated the procedure. On (B)(6), 2011, two-year follow-up examination confirmed the resolution of the endoleak. The aneurysm diameter was 30mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.